Event description:
The customer reported that there was no visible image, and the visual field was pink. There was no report of patient or user injury due to the event. Additional details were requested regarding the reported event; however, no further information was provided by the customer.

Manufacturer narrative:
The suspect device was returned to an olympus service center for evaluation. Inspection and testing confirmed the reported image issue and found it was due to a faulty cable assembly. In addition, service found the image was distorted due to failure of the charge-coupled device (ccd) unit. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty cable and charge-coupled device unit. The specific root cause of the faulty cable and charge-coupled device could not be determined at this time. The event can be prevented by following the instructions for use which state: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged.¿ ¿never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged.¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged.¿ ¿do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.¿ ¿never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.